Manufacturer narrative:
(B)(4). Date sent 10/28/2024. D4 batch #unk. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 10/21/2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? Packing seal. 5. Was sterility compromised as a result of the packaging damage? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, before used on the patient, noted the packing was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent 11/5/2024. D4 batch #c9dj4r. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ecs29a was returned with no apparent damage. As no tyvek or blister were returned for evaluation, we are unable to investigate further the issue of ¿packaging integrity". In addition, the ecs29a device arrived with no apparent damage. The breakaway washer was present and uncut, and the device was fully loaded with staples, indicating that the device had not being fired. Additionally, photos were provided and they showed the device inside the opened packaging with no apparent damage, the seal appears to be complete. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The event described could not be confirmed as the device was returned non-sterile and no blister or tyvek was received. This report is not intended to deny that you experienced a problem with the device and the reported complaint could not be confirmed. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device lot number c9dj4r, and no non-conformances were identified